Event description:
It was reported that t:slim x2 pump battery would not charge despite use of proper tandem charging cable, wall adapter, and confirmed working outlet, and pump did not recognize charging connection even after being left plugged in for 30 minutes with different cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and for programming pump settings and connecting continuous glucose monitor to replacement device, and instructed customer to return problematic pump with prepaid label within 10 days.